Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an objective lens that was chipped and melted. The plastic distal end cover was also melted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event 5 is detectable and preventable by handling device in accordance with the following IFU. Operation manual gif-q260j chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Operation manual gif-q260j chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.